Event description:
It was reported, while in the ccu, the md inserted the iab using a sheath. After the pump was switched on, the pump alarmed gas loss. There was no blood detected in the drive tubing or in the iabp. The md tried "a few" more iabs and the same alarms occurred. The md did place an iab and there were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.